Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'broken latch sensor. Won't recognize the door as closed' was reproduced. A review of the event history log (ehl) revealed occurrences of "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be damaged upper link switch. The upper auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to recognize close door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.